Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the top portion that holds the reservoir cracked off and the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.